Manufacturer narrative:
Calibration was last performed on (B)(6) 2023. The alarm trace showed multiple abnormal probe sucking alarms on the date of the event around the time the patient sample was processed. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Manufacturer narrative:
The creatinine reagent lot number is 73444601 and the expiration date is 31-mar-2024. The qc recovery data provided was acceptable. The field service engineer (fse) found that the sample probe was missing a seal. The fse replaced the probe and the seal and performed qc successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable crej2 creatinine jaffé gen.2 results for 1 patient sample on a cobas 6000 c (501) module. The initial creatinine result was 4.89 mg/dl. The doctor questioned the result and the sample was repeated. The repeat result was 1.01 mg/dl. The repeat result was deemed correct.